Manufacturer narrative:
This device is not distributed in us.the product was returned to pentax medical for repair. Our technician checked the returned unit, and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded, that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed, that the light guide cable coating damage, the u/d lock lever broken, the bending rubber perforated, the remote control buttons perforated, the insertion flexible tube buckled, the control body cracked, the insertion flexible tube crushed, and the objective lens dirty. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).